Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. The customer used food to treat the low. Troubleshooting was completed but did not resolve the issue. The customer also reported getting a high. The insulin pump will not be returned for analysis.